Event description:
A report was received that the patient underwent a trial implant procedure and "blacked out" during post-operative reprogramming for a few seconds. The patient was taken to the emergency room as a precaution. The patient was then successfully reprogrammed and is now doing well. The physician determined that the patient's blackout was procedure related, and not due to the stimulation.

Manufacturer narrative:
This is the final report.